Event description:
Unit alleges untoward patient reaction. Occurred 25 minutes into dialysis;patient complained of chest pain and numbness. Treatment stopped;dialyzer and linesdiscarded. Estimated blood loss 400cc. Patient hospitalized x 48 hours for observation. No further medical intervention required. Per health care professionalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.